Manufacturer narrative:
(B)(4) service tech evaluated the problem. The system antenna was replaced which corrected the issue.

Event description:
A customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.